Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air bubble alarms. Detailed inquiry description: anm stated that yesterday (B)(6) 2023 levophed and albumin had several bubble alarms. The levophed drip, they had to change the IV tubing with asv 3x and primed thru the pump on all 3 IV's. Map dropped and had to titrate the levophed up. The albumin they had to change the trial IV tubing 2x and both primed thru the pump. Today on (B)(6) 2023 the nurse stated that the epi drip had an air bubble alarm, nurse flicked the air bubbles and re-started the pump. IV tubing with asv was being used and previously primed by prior shift. No injury reported.